Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to ads2adv auto CPAP device. The manufacturer received information alleging the device displayed a service required error code last night then it shut off and he noticed an electrical burnt odor and he seen smoke coming out of the outlet when he went to unplug it. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.